Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer inserted the cannula of the infusion set without the insertion device. The cannula was bent and did not insert into his body. The customer was unaware of this issue. This occurred with 3 infusion sets. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.